Event description:
Home patient (hp) reports a small hole in pt line tubing of homechoice set noted by fluid leak in dwell 3/3 of apd treatment. Hp discontinued treatment when leak was noted and prophylactic antibiotics were administered. Hp reports no injury as a result of incident.